Manufacturer narrative:
(B)(4). The carefusion factory service technician evaluated the device, verified the complaint and determined that the root cause of the failure was that tube # 8 was not connected to the cartridge. Unrelated to the reported event the factory service technician also found that there was a leak at the connectors for tube # 2. The carefusion factory service technician connected tube # 8 to the cartridge and replaced the connectors for tube # 2. The carefusion factory service technician will run the device through a complete calibration and checkout per the carefusion factory service procedures to ensure that it meets all factory specifications. Upon completion the device will be returned to the user facility ready to be placed back into service.

Event description:
The user facility reported that the device will not cycle. There was no report of patient involvement.